Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. A high capture threshold and increased pacing lead impedance were observed. The lead was capped and replaced. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.